Event description:
It was reported that the patient's blood glucose level (bg) rose above 250 mg/dl while wearing the pod. As treatment, a new pod was applied. The device was originally reported for leaking during wear with high bgs.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be stretched out of specification and flattened. During fluid path testing, a leak was observed to come out of a tear on the exposed portion of the soft cannula. The exact cause and timing of these damages could not be determined. Damage was observed to the bottom housing vent. The timing and cause of this damage could not be determined.